Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Per the pdrn, the cause of the peritonitis event was touch contamination which is supported by the culture result of staphylococcus epidermidis. This organism is the predominant normal flora on human skin. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was in the hospital for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing abdominal pain and weakness and presented to the emergency room (ER) on (B)(6) 2019. The symptoms were present for a couple of days prior to going to the ER, but the patient never reported this to the pdrn. The patient was admitted and diagnosed with peritonitis with a white cell count of 5,427 (unknown units). The pd effluent culture resulted positive for staphylococcus epidermidis. The patient was administered antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The patient was discharged on (B)(6) 2019 and has since completed the antibiotic therapy. The patient continued pd therapy on the liberty select cycler with no issues. The cause of the peritonitis was attributed to touch contamination. There were no reported leaks or other issues with fresenius product(s) related to this event. The patient has recovered, and the last culture draw was negative for growth and elevated white cell count on (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.